Event description:
It was reported that the iab was inserted via the right femoral artery in a pt with significant aortic calcification. After 24 hours of use, the balloon leaked and the iab was removed without any complications.